Event description:
Caller reported a malfunction on the pump, identified with a malfunction code and fault ID. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information, assisted the caller in resetting the pump, and confirmed that the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if the issue reoccurred, which the caller acknowledged and understood.